Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the chest pain, hypotension, embolization, cardiac declining function, reduced blood flow, non-specific EKG/ECG changes and subsequent death could not be definitively determined based on the information available. There was no ivl device malfunction reported. Review of the event by shockwave medical safety and medical affairs determined that the death was possible related to the ivl device since contribution of the ivl device cannot be excluded. Multiple devices were used during the procedure and the patient had significant comorbidities, and a high-risk anatomy. They determined that the death was causal to the procedure because the event occurred during the procedure (no reflow/abrupt closure) ultimately leading to death. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Event description:
A shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter was used to treat a lesion extending from the left main (lm) to the left anterior descending artery (lad) # 6 distal segment. Chest pain, a drop in blood pressure, and st-segment elevation occurred during pulsing. The procedure was continued cautiously by pausing every 10 pulses to retract the ivl catheter (e.g., into a guide extension catheter) and allowing blood flow to recover. Anticipating improvement after ivl, the full 120 pulses were delivered. Upon stent placement, blood flow ceased (no-reflow). Following ivl and stent placement, distal embolization occurred. Standard interventions (ballooning, medication, revascularization) were performed. Flow returned slightly but did not fully recover. The patient was then transferred to the ICU for monitoring but subsequently passed away due to declining cardiac function. Per the reporter, it was difficult to determine whether the ivl procedure was directly responsible for the death. There was no device malfunction, and the physician acknowledged the high-risk nature of the case from the start.